Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 27 mmol/l (486 mg/dl) while using the device. The patient's omnipod personal diabetes manager was damaged and could not be used. At the hospital, the patient was placed on a drip and back to use manual insulin injections.